Event description:
It was reported via field service report of (B)(4) 2014: symptom - intra-aortic balloon pump ran for about an hour on monthly battery test and turned off before issuing less than 20, 10 and 5 minute battery alarms. Findings/action taken: verified pump ran for just over one hour and shut off two seconds after 20 minute alarm. Also found capacitor leaking - replaced. Field service rep will replace the battery. It has been reported via field service report of (B)(4) 2014: symptom preventative maintenance (pm) due. Findings/action taken: replaced battery. Performed pm and functional check list. Iabp performed to specs. Software level: 2.24.

Manufacturer narrative:
(B)(4).